Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device camera sensor was damaged and it exhibited loss of image. There are no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, d9, g3, h2, h3, h6 and h11. The device was returned to olympus for inspection. Based on the results of the investigation the customer allegation was confirmed, "intermit/flicker image" due to the charged coupled device (ccd) not responding properly. The most probable cause of the complaint was traced to a component failure, without any design or manufacturing issue due to an electrical/electronic component problem. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.